Manufacturer narrative:
The reported field event could not be confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital for a biventricular device change out. Upon device interrogation prior to the procedure, programming changes were made and device had no capture. Patient is ICD dependent. During the procedure cautery method was used over the device pocket and pacing was inhibited for three seconds and patient was asystole at that time. Device was explanted and a new device was implanted. Patient was stable and recovering.